Event description:
It was reported that shaft fracture occurred. A direxion transend-14 system was selected for transcatheter arterial chemoembolization (tace) in the liver. During the procedure, the microcatheter was inserted into the blood vessel for normal operation. Upon withdrawal from the blood vessel, it was found that the front end of the microcatheter was fractured. The procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
G4-premarket / 510(k) #: k142259, k163701.

Manufacturer narrative:
G4-premarket / 510(k) #: k142259, k163701. Device evaluated by MFR: the direxion was returned for analysis. The returned device consists of the direxion as 2 pieces. Visual and microscopic examination revealed nickel shaft fracture located approximately 8.5cm from strain relief. The inner lumen was separated from the luer. Inner lumen is stretched approximately 1.5cm from the purple liner to proximal end. No damage to the remaining shaft distal to the fracture or tip.

Event description:
It was reported that shaft fracture occurred. A direxion transend-14 system was selected for transcatheter arterial chemoembolization (tace) in the liver. During the procedure, the microcatheter was inserted into the blood vessel for normal operation. Upon withdrawal from the blood vessel, it was found that the front end of the microcatheter was fractured. The procedure was completed with another of same device. There were no patient complications as a result of this event.